Event description:
It was reported the pt received a low battery warning weekly, even though the flag was cleared each time. Over time the pt was unable to receive stimulation, and communicate with the ipg using the charger and programmer. The pt underwent surgical intervention and the scs system was explanted.

Manufacturer narrative:
Evaluation results: the device was received without instrument marks on the can. The ipg successfully communicated with a test standard programmer and displayed a low battery warning message. The low battery flag was successfully cleared post 30 mins of stimulation. Therefore, the low battery flag was due to battery passivation. The ipg was functionally tested and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.